Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple button alarms. Customer had elevated blood glucose levels (400 mg/dl). Customer resumed insulin and delivered a bolus to stabilize blood glucose levels. Customer technical support educated the contact on button alarms and how they can be triggered.